Event description:
Report received of a withdrawal episode, refilled by dr day after withdrawal to make sure pump was ok. Follow up with hcp revealed that pt had been to see a chiropractor and participated in some "ball" exercise and developed withdrawal symptoms after that time and went to their local ER. Visit was confirmed by hcp. Pt reported for the refill and hcp performed the refill. The drug concentration was changed and a bridge bolus was given. Residual volume was approx 3.2ml. An x-ray was ordered of the catheter and the x-ray report indicated that the catheter was unchanged from prior x-rays at that facility. The pt telephoned and reported that pt had "overdose and withdrawals" the night before, after the refill. Pt could not relate any symptoms other than that their "blood levels were high" when pt went to local ER and ER physicians gave narcan. It was confirmed that pt kad visited ER and had received narcan. Pt reported to clinic and pt's pump was refilled with naci and residual volume of dilaudid was appropriate to time elapsed. Pt was observed to be not as "animated" as pt had been. Pt continues to be monitored by hcp with naci in pump. Pt requesting removal of pump.